Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead was dislodged during the tenth day wound check post implant procedure. The rv lead was repositioned however it dislodged again the next day. At both times, this lead was placed at mid septal wall. There was no patient's symptoms associated with the lead dislodgement. The rv lead was explanted and was replaced with a competitor¿s lead. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities.